Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit touch screen was faulty. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The engineer contacted the hospital, and the hospital stated they had asked a third party to repair the touch screen in the unit. No further information was provided. If new information becomes available at a later date, this case will be reopened, and a follow up report will be submitted.